Manufacturer narrative:
The user facility biomed department evaluated the device first and found no problem. They then returned the device to the manufacturer as per their procedure. The device was thoroughly evaluated and no problems were found. It was accepted and tested to factory specifications and returned to the user. It was communicated by the user facility biomed department that the most likely cause is the user did not properly attach the o2 input hose the wall source, and the device ran out of oxygen. Further information could not be obtained from the user facility.

Event description:
Device was reported to have stopped operating during a code. The biomed department of the user facility took possession of the device and could not find a problem. It was suggested by the biomed department that the most likely cause is the user did not properly attach the o2 input hose (power source) to the wall source and the device ran out of oxygen.